Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported driveline infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. Additionally, review of the submitted log files confirmed the reported pi (pulsatility index) events; however, a specific cause for this finding could not be conclusively determined through this evaluation. The controller event log file contained data from 04:39:43 through 09:10:03 on (B)(6) 2021, per the timestamps. There were approximately 127 pi events captured throughout the log file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. Section 1 of this IFU also provides an explanation of all pump parameters, including pulsatility index. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted. The patient reported lightheadedness the mornings on (B)(6) 2021 and (B)(6) 2021. The log files showed frequent speed drops between 5:00 and 6:20 am with no arrhythmias and diuretics held on (B)(6) 2021. On (B)(6) 2021, less lightheadedness was noted but frequent speed drops were still seen between 4:30 and 7:15 am, with no arrhythmias. The cause of the pulsatility index (pi) events was thought to be due to an active driveline infection. The patient was started on a new intravenous (IV) antibiotic at home. The patient expressed feeling some stress with the start of the antibiotics but no unusual mean arterial pressures, alarms, or other parameters. The patient continued on IV cederificol for the pseudomonas driveline infection and reported no more light-headedness.